Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the infection originated somewhere else in the body. There were no additional adverse patient effects reported. Additional information received indicates that this lv lead was capped.